Event description:
It was reported that sometimes the ins batteries cause interference with each other during ins recharge sessions. The caller explained that the ins batteries were implanted in the patient's abdomen and are located close to each other. The caller stated that sometimes the ins recharge session will be "good," but sometimes "funky error messages" appear on the recharger related case (B)(4). However, the caller confirmed the patient was able to resolve the issue by repositioning the recharger antenna and trying again. The caller did not specify the error messages that appeared on the recharger. The caller indicated that the patient became used to the ins batteries interfering with each other during ins recharge sessions. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.